Event description:
It was reported that the core universal driver was running on its own when plugged in during testing at the user facility. There was no patient involvement, there were no user injuries or adverse consequences.